Event description:
It was reported that device damage, difficulty withdrawing ancillary device, and aortic dissection occurred. Procedure summary: the patient's anatomy contained mild tortuosity at the access vessel. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced. A safari2 guidewire was advanced and positioned. Balloon aortic valvuloplasty (bav) was performed with a 20mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). The non-bsc balloon catheter was withdrawn through the 14f isleeve introducer sheath without issue. A size small accurate neo2 valve was prepared and loaded onto an accurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The accurate neo2 tf ds was advanced into position. The size small accurate neo2 valve opened normally with deployment in the intended location. While withdrawing the accurate neo2 tf ds into the 14f isleeve introducer sheath, resistance was encountered. The operator pushed the accurate neo2 tf ds forward, re-opened and closed the accurate neo2 tf ds, and the accurate neo2 tf ds was able to be withdrawn through the 14f isleeve introducer sheath. During this maneuver, dissection occurred of the abdominal aorta below the level of the renal arteries. Vascular surgeons were consulted, and the physicians decided on no immediate treatment was warranted and elected to monitor the patient. Upon removal of devices, the 14f isleeve introducer sheath was according. The physicians were unable to confirm what caused the dissection. Patient status: the patient remained stable throughout the procedure and was transferred to the intensive care unit without any circulatory concerns. No additional intervention was needed to treat the dissection. The patient received a permanent pacemaker during the stay and was discharged eight days post-procedure without residual symptoms.

Manufacturer narrative:
Device evaluated by MFR.: the 14f isleeve introducer sheath was returned and analyzed by a bsc quality technician. The 14f isleeve introducer sheath was returned without the dilator. Visual inspection revealed all three seams expanded and the tip split. The expanded seams of the 14f isleeve introducer sheath and the split tip occurred along the seam lines and are expected with use, as the seams and tip are designed to expand with use to allow passage of the delivery system and balloon aortic valvuloplasty devices during the transcatheter aortic valve replacement procedure. Therefore, these observations are not considered damage to the device. Visual inspection also revealed numerous kinks throughout the sheath. Microscopic inspection revealed tip damage. Product analysis confirmed the reported damage as the sheath was kinked and the tip was damaged. The damage to the 14f isleeve introducer sheath is consistent with damage that can occur due to difficulty removing devices through the 14f isleeve introducer sheath during withdrawal.

Event description:
It was reported that device damage, difficulty withdrawing ancillary device, and aortic dissection occurred. The patient's anatomy contained mild tortuosity at the access vessel. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced. A safari2 guidewire was advanced and positioned. Balloon aortic valvuloplasty (bav) was performed with a 20mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). The non-bsc balloon catheter was withdrawn through the 14f isleeve introducer sheath without issue. A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position. The size small acurate neo2 valve opened normally with deployment in the intended location. While withdrawing the acurate neo2 tf ds into the 14f isleeve introducer sheath, resistance was encountered. The operator pushed the acurate neo2 tf ds forward, re-opened and closed the acurate neo2 tf ds, and the acurate neo2 tf ds was able to be withdrawn through the 14f isleeve introducer sheath. During this maneuver, dissection occurred of the abdominal aorta below the level of the renal arteries. Vascular surgeons were consulted, and the physicians decided on no immediate treatment was warranted and elected to monitor the patient. Upon removal of devices, the 14f isleeve introducer sheath was accordioned. The physicians were unable to confirm what caused the dissection. The patient remained stable throughout the procedure and was transferred to the intensive care unit without any circulatory concerns. No additional intervention was needed to treat the dissection. The patient received a permanent pacemaker during the stay and was discharged eight days post-procedure without residual symptoms.